Event description:
It was reported that during a cori tka procedure, two cases were created for this patient. On the first case, during the "stressed range of motion" portion of the registration process, the stresses displayed as tight/below the line for both medial and lateral gaps in extension and flexion greater than expected/normal (>10mm in both extension and flexion for both the medial and lateral gaps) (case-(B)(4)). They tried to recollected stressed range of motion (no fix) and recollected mapping of both the tibia and femur (no fix) and there was a "lag" in the estimated-femur that displays as you collect points (this was significantly noticeable (case-(B)(4)). They verified that the tracker arrays had not moved with point probe (passed check) and decided to start a new case. Beginning the new case in the cori did not solve the problem. During the registration phase, they could not collect the hip center without an error greater than 1.0. Also, they noticed that the hip center was collecting "backwards" from what they would normally expect (case-(B)(4)). They double checked to make sure they were planning for a right tka. As they had the correct operative side, they tried all the other recovery steps typical with an error collecting hip center. However, the surgeon stopped using cori and switched to manual instrumentation with a delay greater than 30 minutes. No other complications were reported.

Manufacturer narrative:
The real intelligence cori used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be visually performed. A screenshot review was completed. The screenshots could not confirm the direction the hip center collection points were taken. However, this issue can be created when the hip is moved in the same plane as the entire leg, instead of the hip remaining in a stationary position. This is a likely scenario considering the user could not collect the hip center without an error greater than 1.0. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Reportedly no patient injury or other complications resulted, therefore no further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. This situation is captured in the risk assessment released at the time of the complaint. The most likely cause of the greater than zero hip center error was an unstable hip (too much hip movement) when collecting hip center. The most likely cause of the backward accumulating hip center collection points could be due to the hip and the leg moving together in the same plane, where this also is likely due to an unstable hip. Refer to the real intelligence cori for knee arthroplasty user manual (500230) for instructions when calculating the hip center. When collecting the hip center, hip motion may cause data collection error. Keys to successful data collection include rotating the leg at the hip, in a slow, smooth movement. It is important that the hip does not move significantly during rotation, because only the femur is tracked. Based on the investigation, no further containment or corrective action is recommended or required at this time. Internal complaint reference number: (B)(4).